Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that drawer cable requires reset. A field service engineer, replaced reseated drawer cables to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system access to multiple cubies is restricted because the device is not recognized on the bus. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.